Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) migrated behind their breast. The patient underwent a pocket revision. Following the revision, serosanguinous discharge was noted from the device pocket and was treated with clindamycin. The patient was found to have a left chest wall abscess cavity and underwent a draining tube placement approximately one month later. There have been three attempts to debride the wound. During explant of the device, necrotic tissue was noted in the pocket so the decision was made to also explant the right atrial (ra) lead and right ventricular (rv) lead. This procedure was done in conjunction with plastic surgery to assist in incision planning and then turned to resection of the sinus tract from inferior to the nipple to the subpectoral space. The sinus tract was dissected back subpectoral to the original pocket, removed, and sent to the lab. No further patient complications have been reported as a result of this event.